Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) pump and one (1) controller were not returned for evaluation. The reported driveline disconnection event was confirmed through log file analysis, which revealed one (1) vad disconnect alarm on (B)(6) 2020 at 10:49:44. This alarm is indicative of a physical disconnection of the driveline from the controller, which corresponds with the reported event details. Log files analysis also revealed three (3) controller power-ups with their associated motor starts on (B)(6) 2019 at 19:43:58, and on (B)(6) 2020 at 10:49:43 and 10:55:39. No anomalies were observed during the recorded controller power ups. The controller was without power for 11 seconds, 10 seconds, and 14 seconds; respectively. As a result, the reported events were confirmed. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the loss of power on (B)(6) 2019 can be attributed to disconnection of both power sources and/or an intermittent connection on one or both power sources. The most likely root cause of the loss of power on (B)(6) 2020 can be attributed to disconnection of both power sources as reported in the event details. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19, 4315 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device manufacture date : mfg date: 08-nov-2018, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline was disconnected and that the controller had a loss of power when the health care provider accidentally disconnected both power sources from the controller. The vad and controller remain in use. No patient complications have been reported as a result of this event.